Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s current blood glucose was 363 mg/dl. Customer had symptoms such as abdominal pain, nausea. The customer treated with bolus. The drive support cap was normal. Assisted customer in performing a self-test. Test was passed. The customer also got multiple error alarms. Advised customer to monitor the insulin pump. The product was not returned for analysis.